Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that 15 minutes after the start of ablation, near the end of rpv ablation, the adverse event occurred. The patient had a very narrow fossa on intracardiac echocardiography using soundstar eco catheter, and it was difficult to determine the location of the brockenblow, but the left atrial approach was successful. 1 puncture 2 sheaths (sl0 and vizigo sheath) were used for the procedure. The octaray was inserted from sl0 to create left atrial mapping. The patient's entire left atrium was very flat. For pulmonary vein (pv) ablation, the a thermocool® smart touch® sf bi-directional navigation catheter was inserted from vizigo, but the contact force vector did not match that of the fast anatomical mapping (fam), resulting in a hi-contact of more than 50g. The thermocool® smart touch® sf bi-directional navigation catheter (stsf) did not proceed as expected. It was observed that the impedance value exceeded 200o just by being in the left atrial cavity, and it was found that the stsf was not able to approach the left atrium at this time. The stsf was immediately pulled into the right atrium, and the impedance value stabilized at around 120o. The vitals were checked and were stable at this timing, so the procedure was continued. Stsf was inserted from sl0, which was able to approach the left atrium, and rpv ablation was started. Vitals dropped near the end of rpv ablation. Vascopressor was administered. Echocardiography showed pericardial effusion, and the procedure was ended in the middle of the procedure. Pericardial drainage was started, and about 300 ml of blood was withdrawn, after which protamine was effective and appeared to have stopped the bleeding. The patient's vitals were stabilized and the patient was returned to the intensive care unit (ICU). The physician's opinions on the relationship between the event and the product was that the stsf was initially thought to be able to approach the left atrium, but it was not, which was the cause of the event. There was no causal relationship with the jj product. It was an operator's catheter manipulation issue. Patient has improved. Transseptal puncture was performed with rf needle. Ablation was performed before the cardiac tamponade was identified. Steam pop was not observed. No errors messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31110037l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).